Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. Additional information was requested and the following was obtained: what was the product code of the probes used during the ablation? Product code unknown. What was the date the case occurred? Case date unknown. Where was the tumor located? Liver. What ablation settings, power level & duration, were used? Unknown time and power. Were any abnormalities identified immediately after the procedure? No abnormalities identified immediately after. When was the perforation scan done in relation to the original ablation? Unknown when perforation scan was done. How was the perforation treated when it was identified? Unknown how perforation was treated. What is the patient¿s current status? Current patient status unknown. According to the additional information, the case date and procedure type was unknown. A call home review cannot be completed due to lack of information. No device will be returned to neuwave for further investigation. The potential cause is unknown. No lot information was provided therefore no lot history review could be performed.

Event description:
It was reported that during an unknown ablation the doctor was performing a 2 probe ablation with the tip of the probes 1.3 cm from the duodenum and there was perforation to it on the follow up scan post ablation.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2025. B3: event year only reported: 2025. D4 batch #: unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the product code of the probes used during the ablation? What was the date the case occurred? Where was the tumor located? What ablation settings, power level & duration, were used? Were any abnormalities identified immediately after the procedure? When was the perforation scan done in relation to the original ablation? How was the perforation treated when it was identified? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.